Event description:
A malfunction alarm occurred with the customer's insulin pump, identified by malfunction code 16, and the pump was not resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged to replace the pump, and the customer switched to multiple daily injections (mdi) as a backup therapy.